Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a misaligned guidewire is confirmed and was determined to be related to manufacturing. One 0.018 in. Stainless steel guidewire was returned for evaluation. An initial visual observation revealed no obvious use residues, and the distal tip of the guidewire appeared slightly bent. Misaligned coils at the distal tip of the guidewire could be observed during the initial visual observation. A microscopic observation revealed several misaligned coils along the distal tip of the catheter. One significant misaligned coil was observed at the distal end of the guidewire. Because there were no obvious use residues throughout the returned guidewire, the complaint of misaligned coils of a guidewire is confirmed. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported during the process of placing a catheter for the patient, the customer found that the front end of the guide wire was not smooth and there were irregular and extra hard blocks, so that the guide wire could not pass through the puncture needle, and a new set of sedinger was reopened for use. No other information was provided. 01/11/2024- it was found during an investigation that one significant misaligned coil was observed at the distal end of the guidewire.